Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. System check was started with tandem technical support (tts) however, customer was unable to complete the check. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. No additional information was provided.